Event description:
It was reported that the ventricular assist device (vad) driveline (dl) exhibited a simple crack after long-term use. The dl cable was identified as the component involved, and the area had not been previously repaired. Servicing was required, but the vad was not stopped and no prophylactic treatment was required. The dl remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during service it was noticed that the fracture was 10cm away from the end of the strain relief. Cables were not wired, damaged nor twisted. There was a slightly frayed on the end and tape was wrapped in the fracture side. The drive line was repaired.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. There was no evidence that the driveline associated with (B)(6) had previously been serviced. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed damage to the outer sheath. As a result, the reported driveline sheath damage event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the reported driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.